Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incident reported from this lot. All available information was investigated, and the reported positioning failure appears to be due to challenging patient anatomy/operation context and the reported tissue damage was due to multiple positioning/grasping attempts. The reported poor image resolution was due to procedural circumstances. The reported patient effect of mitral valve injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One ntw clip was implanted without issue. A nt clip delivery system (cds) was advanced to be placed medial however imaging was difficult due to the restricted posterior mitral leaflet (pml). Several attempts were made to grasp the leaflets however were unsuccessful and the pml was noted to be damaged. The cds was removed and the procedure aborted with the mr reduced to 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.